Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting an increase in pacing impedance and capture threshold. R -wave amplitude was also noted to have decreased. The physician suspected clavicle crush. There were no interventions made. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was recovering in stable condition.

Manufacturer narrative:
Correction: h6 device code (B)(4).